Event description:
The kvd arm did not indicate any errors/interlocks, but was found to be in an incorrect position during morning qa. It was offset by 10mm towards couch and found to be not leveled during calibration. Calibration attempted several times, incorrect results each time, although system stated "calibration complete!." Finally with kvd horizontal rather than vertical, calibration was performed correctly. Nts stated that wrist drives sometimes cause this. New drive motor/gearbox placed on order. Possibility of up to nine pts could have had as much as 10mm incorrect shift applied. This issue was detected during morning qa on the kv detector. The imager was offset towards couch by 10mm. Imager did not pass morning qa.

Manufacturer narrative:
The investigation confirmed equipment/product malfunction. One-time occurrence-not reproducible. The obi imaging arms use conversion values stored in memory to scale angular readings into arm positions in the room co-ordinate systems. It has been seen that this conversion value can change - resulting in a disagreement between the actual and the reported position of the imager. In the case reported, the difference in imager position was 17 mm at the imager location or 17/1.5 = approx 11 mm at the location of the isocenter. This error is always in the longitudinal direction - along the superior-inferior direction of the pt. This is first complaint reported. No pt injury reported. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. A service technical bulletin will be initiated to implement the design fix in affected obi installed base. No follow-up reports are anticipated.